Manufacturer narrative:
Additional manufacturing narrative: the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported device switches off by itself and a burning smell at the outlet socket. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. The unit was able to power on using both ac and battery power. The device was able to obtain readings and alarm audibly and visually under alarm conditions. Internal inspection showed a sheared mounting arm and a loose capacitor. The device remained powered on, no unexpected shutdowns were observed during testing. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.